Event description:
Reportedly, a pt was readmitted for passing blood clots through their stool. Therefore, the pt required two units of blood and was prescribed medication. Meanwhile, the surgeon questioned the integrity of the stapleline. The clinical unit has been discarded and is unavailable for testing. Procedure: lap gastric bypass. Pt status: unk. Upon re-evaluation of this incident, it was determined that this event is MDR reportable although, the surgeon did not perform a diagnostic test to determine the integrity of the stapleline and relation to clots.